Event description:
The customer reported that an end tone, indicating a completed seal cycle, was heard, but that the device was not coagulating properly. Another device was used to complete the procedure without incident.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.